Event description:
This complaint was opened from thv/tvt registry alternative summary reporting adverse event submission for events received by ew during quarter 2 of 2025 for the sapien 3, sapien 3 ultra and sapien 3 ultra resilia valve. Multiple events were identified to have occurred more than 1 year post-procedure or where the thv was implanted the tricuspid position. This report is for an hematoma at access site bleeding, requiring transfusion serious injury event that occurred on the date of implant of an edwards sapien 3 ultra resilia valve in the tricuspid position for a 65-year-old female.

Manufacturer narrative:
The event documented in this complaint was received by ew from the transcatheter valve therapy (tvt) registry during quarter 2 of 2025 for the sapien xt, sapien 3, sapien 3 ultra and sapien 3 ultra resilia valve. This event was identified to have occurred in the tricuspid position. Therefore, the event does not meet FDA's summary reporting exemption (e2016006) criteria for tvt registry adverse events. Due to the limited information and the data received, edwards cannot confirm which esheath was used in this case, the esheath+ or esheath introducer set. The device identification (di) numbers for edwards expandable introducer sheath + set are (B)(4). The device identification (di) numbers for edwards esheath introducer set are (B)(4). The device was used in off-label implantation in the tricuspid position. As there are no specific IFU or training materials related to tricuspid valve replacement procedures, the available training materials were reviewed only for information potentially relevant to the device use. Per the instructions for use (IFU) bleeding and hematomas are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. Post-surgical bleeding (including hematoma development) may occur immediately after the surgery or there may be a delay. In addition to suture failure, blood clotting problems can cause continued bleeding despite apparent successful closure. Vascular complications are a well-recognized complication of the transcatheter valve replacement (tvr) procedure in this patient population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. Edwards extensively trains physicians before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The training manual instructs to perform a careful evaluation for hematoma in the first 24 hours after a tvr procedure. In this case, the access site bleeding- hematoma occurred 0 days post-implant with no details regarding the cause of the bleeding. It is unknown if the event was related to the edward's devices, procedural factors, or patient co-morbidities. No additional information was provided, and no additional investigation is possible. Due to the limited information available, the definitive cause or contributing factors for this event cannot be determined. The limited information available does not reasonably suggest there was a malfunction of the edwards device or that the use or misuse of the device caused or contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.